Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window and a stained and cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported alarmed failed battery. The customer stated that she had to replace the batteries about 4 to 5 times within the last 4 days. The customer's blood glucose was over 400 mg/dl, which was treated with a manual injection. The customer stated that the insulin pump shut off without warning. She did not observe any damage or corrosion at the battery compartment or battery cap contacts. Upon troubleshooting, the insulin pump alarmed failed battery test again. The customer's most recent blood glucose was 305 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.